Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-04106 and 3005099803-2024-04107 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to pancreas for pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (subject of this report). However, the first axios stent got pushed into the collection. A guidewire was placed through the delivery system to keep the same access point in the stomach, a second axios stent (subject of manufacturer report # 3005099803-2024-04107) was attempted to be placed. However, the same event occurred. A third axios stent was then successfully deployed, and the first two stents were removed from the collection using forceps. There were no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully covered and undeployed. No problems were noted with the stent and delivery system. In addition, the reported events of stent positioning issue and additional device required cannot be confirmed, because these events occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Taking all available information into consideration, the reported event is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-04107 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to pancreas for pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (subject of this report). However, the first axios stent got pushed into the collection. A guidewire was placed through the delivery system to keep the same access point in the stomach, a second axios stent (subject of manufacturer report # 3005099803-2024-04107) was attempted to be placed. However, the same event occurred. A third axios stent was then successfully deployed, and the first two stents were removed from the collection using forceps. There were no patient complications reported due to this event.